Manufacturer narrative:
(B)(4).

Event description:
It was reported that a refill occurred on (B)(6) 2015 for 20 ml baclofen (2000 mcg/ml) and the made sure they were inside the reservoir by filling and aspirating many times. The patient¿s daily dose was ¿549 mcg/ml (mcg/day).¿ the patient was normal until (B)(6) 2015 when he started to be spastic with tachycardia, high blood pressure, and sweating. On (B)(6) 2015 an attempt was made to aspirate the baclofen to compare the actual reservoir volume (arv) with the theoretical or expected reservoir volume (erv). The erv was reported as 16.4 ml but the pump was found almost empty as only few drops were inside. The physician decided to insert a small amount of baclofen (2.5 ml only) to keep the medication available. Before the baclofen was inserted, 5 ml of saline was filled and aspirated many times to make sure they were inside the reservoir. An ultrasound of the abdomen was performed which showed a collection of fluid approximately 5-7 ml in the subcutaneous tissue inferior to the pump. The patient status was now stable and the neurologist and neurosurgeons thought that most probably the baclofen was filled out of the reservoir as the patient showed withdrawal effect. ¿on sunday¿ the patient¿s status was to be checked again as he was now under monitoring. The pump was not replaced. It was reported that there was no harm or injury to the patient. Actions required a refill of the pump and monitoring of the patient symptoms. The patient¿s outcome was reported as stable. This device system delivered lioresal. It was further noted that the diagnosis was ¿pocket refill¿ which caused the dose variation as not related to the pump. The physician was to make sure to use the template or ultrasound guided refill. The patient was ¿doing good now.¿ additional information was requested to clarify the interventions and resolution. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was further provided that the event did not result inhospitalization. The patient's condition was reported that the patient had been disabled and bed ridden and that the patient could not stand or walk. An ultra sound was performed to check if there was baclofen in the pocket and they found about 6 ml of liquid inthe pocket. Then they inserted 2 or 3 ml of baclofen in the pump and the patient's condition improved. It was then decided to fill the pump with 20ml of baclofen and the patient was now in (B)(6) for physiotherapy. As per his mother, they will stay for a long time there so he will need refilling there. We asked his mother to which center they are going but she did not know exactly and that she will get back to us. Later, they travelled to (B)(6) without informing us. The pump had remained implanted and in-service as the physician noticed. Should additional information be received a supplemental report will be filed.